Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which he experienced high blood glucose level. Therefore, he tried to treat it with bolus via pump, but he went to the emergency room with blood glucose level of 622 mg/dl, where he received intravenous fluids and antibiotics for stomach flu as corrective treatment. After staying for seven hours in the emergency room, subsequently on (B)(6) 2020, the patient was admitted to the hospital with blood glucose level of 560 mg/dl and unstable condition. The infusion set had been used for one week. During hospitalization, the patient received fluids and intravenous medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.